Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not working properly and had a blood back. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
The fse installed a new pneumatic module with the safety disk. The fse completed the full calibration and safety checks to the factory specifications. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.